Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) 2026 - envision ide study, patient site (B)(6) 2026- (B)(4). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve got fully re-sheathed 1 time due to implant being too high. The final implant depth at non-coronary cusp (ncc) was 4mm and left coronary cusp (lcc) was 4.9mm. The patient developed a left bundle branch block (lbbb) prior to discharge from hospital and no treatment required. The patient was discharged the following day. On (B)(6) 2026, the patient was presenting with shortness of breath on exertion, noted to have a tachycardic episode post-discharge. Echo report showed a small pericardial effusion, no signs of tamponade. No treatment was required for the effusion. Patient was given lasix for the shortness of breath on (B)(6) 2026. The patient was then discharged the following day.